Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the right atrial lead into the device header. The physician used silicone oil and was able to successfully insert the lead into the header. The lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.